Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter field service technician serviced a colleague infusion pump for a damaged battery alarm. The process step as well as any report of patient involvement are unknown. Patient injury/medical intervention was not reported to have occurred. The baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services. There is no further complaint information available. The user interface module master software version is 6.63.92, categorized as remediated.